Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery and also experienced a high blood glucose level of 400 mg/dl and 600 mg/dl. The customer¿s current blood glucose level was 432 mg/dl. The customer reported symptoms as no appetite. The customer was treated with pump and manual injection. On (B)(6) 2017, blood glucose levels were 566 mg/dl and 468 mg/dl. The customer changed the tubing however, blood glucose levels were 483 mg/dl and 474 mg/dl. On (B)(6) 2017, had cheese sandwich and the blood glucose levels were 423 mg/dl and was treated with manual injection of 10 units and also bloused 50 units with the pump. The customer blood glucose levels were 431 mg/dl, 440mg/dl and 391 mg/dl. The customer stated had two pieces of toast and took an injection of 7 units and also bloused 50 units however, the blood glucose levels rose to 432 mg/dl and bloused another 50 units and injected 8 units via syringe. The customer was advised to do a full set change. The customer checked her blood glucose at the end of the call and it was 341 mg/dl. The customer was advised to check blood glucose again in one hour to ensure it is continuing to go down. The pump will not be returned for analysis.